Manufacturer narrative:
Philips service replaced the 459801208612 nehalem host pc monoplane rev_iii no_hdd and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc bios bmc check failed; system could not boot up on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.